Manufacturer narrative:
Received 1 urethral catheter. The reported event was unconfirmed, as the product met specifications. Per the visual inspection, no coating was found on the tip; however, this product is not coated, and was manufactured correctly. This was not a manufacturing-related event. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the tip of the catheter did not have a lubricious coating.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the catheter did not have a lubricious coating.